Event description:
During a routine follow-up angiogram, it was noted that there was a stent fracture of both stents. The patient is a male. The index procedure took place in 2003. The target lesion was located in the distal superficial femoral artery (sfa) (side unknown). The vessel was straight, de novo, calcified, and eccentric. There was no thrombus present at the delivery site. The rate of stenosis was 98%. The reference vessel diameter was 5mm and the length of the lesion was 140mm. The physician used an ipsilateral approach to access the lesion. Two stents were placed at the lesion in an overlapping fashion. There was no difficulty placing the stents. The stents were not post-dilated. There was no residual stenosis following placement. The patient returned for a routine follow-up visit, and it was detected that there was a fracture of the stents. There was no treatment given.

Manufacturer narrative:
This study patient underwent sfa (superficial femoral artery) stent implantation and subsequently developed stent fractures. The patient is a male. The target lesion was located in the distal superficial femoral artery (sfa) (side unknown) the vessel was straight, de novo, calcified, and eccentric. There was no thrombus present at the delivery site. The rate of stenosis was 98%. The reference vessel diameter was 5mm and the length of the lesion was 140mm. The physician used an ipsilateral approach to access the lesion. Two stents were placed at the lesion in an overlapping fashion. There was no difficulty placing the stents. The stents were not post-dilated. There was no residual stenosis following placement. The patient returned for a routine follow-up visit and routine angiogram detected fracture of both stents. There was no treatment given. The stents remain implanted, thus unavailable for analysis. The product was not returned for evaluation and testing. A lot history review indicated that this is the first report of this type received for this sterile lot number to date. A review of route sheet documentation was performed for this product. A full manufacturing traceability was conducted; this review found no association between manufacturing / processing history and the reported stent fractures. Conclusion: the exact cause for the reported stent fracture was found to be fatigue-related. The fatigue-related failure is uniquely associated with sfa and popliteal regions only, as stated in the above mentioned ivr. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, ane elongation. Studies have also revealed that the stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Please note that this medwatch report represents two stents with the same catalog and lot numbers that were used in the same procedure.